Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Manufacturer narrative:
The reported overheating was not confirmed by a manufacturer repair technician. During device evaluation, no components were identified which would have likely caused or contributed to the reported failure. There was no evidence of overheating or melting noted during device evaluation. The device is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during charging conducted at the user facility, the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during charging, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during charging conducted at the user facility the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during charging, there was no patient involvement and no delay to a surgical procedure.